Manufacturer narrative:
The battery was not returned for evaluation. Review of the receiving inspection records confirmed that the associated device met all requirements for release. Log file analysis was not conducted since log files were not available. Analysis of the device was not performed since the unit was not returned. Applicable risk documentation and experience with events of similar circumstances were considered; events with critical battery alarms are most often attributed to communication errors between the controller and batteries. There is an internal investigation on communication errors on non-smr upgraded controllers. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing critical battery alarms. It was further reported that a proper connection was made to the controller. There was no damage to the battery and the event was not associated with any loss of power or pump stops. There was no reported consequence or impact to the patient. No further information was provided.